Manufacturer narrative:
The product was not available to be returned for evaluation. The device history record review showed no anomaly noticed during the manufacturing process of lot 3762451 that could be related to the reported condition. The complaints could not be confirmed. Nonetheless, the reported condition is consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. UDI number: (B)(4). Linked to mfg report no.: 2648988-2019-00101 and 2648988-2019-00104.

Event description:
This is 1 of 3 reports. A customer reported that the ins9030sp1 limitorr volume limiting evd 30 ml was broken. A (B)(6) female patient with an external ventricular drain (evd) monitor was found to have the transducer bent and broken on one side on (B)(6) 2019. There was no patient injury reported. However, the neurosurgery was contacted right away and the system was changed.